Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained elevated troponin (accutni) results above the acute myocardial infarction (ami) cutoff of the assay from two different patients on their access 2 immunoassay system. Repeat testing of the patient samples on the same instrument produced lower results within the risk stratification range of the assay. One of the patients also had a creatine kinase-mb (ckmb) result above the normal range that similarly repeated below the normal range of the assay. The customer reported they were not aware of any changes in patient treatment or affects to any patient in connection to this event.

Manufacturer narrative:
The customer supplied instrument and patient result documentation in support of the investigation. The customer data shows system checks performed on (B)(6) were both passing within specifications. Similarly, qc was also passing within the customer's limits on the event date. The patient samples were centrifuged for 10 minutes at 3200 rpm. A field service engineer (fse) was dispatched to evaluate instrument hardware. The fse noted in the service record that they observed air bubbles developing in the instrument wash pump during priming and the bubbles were intermittently being pumped through the wash buffer dispense lines. The fse noted they replaced the wash pump valve and the bubbles stopped forming within the pump. The fse then performed a passing system check and a passing high sensitivity system check. The fse also performed acceptable accutni passing precision studies after repairs were completed. Hardware is the likely cause of this event.